Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed bio-hazard bag. Upon return, the supplied teflon sheath was noted on the returned sample; liquid blood was noted within the sheath sidearm. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen was noted broken within the flex-tip assembly area at approximately 5.8cm from the iabc distal tip and wire-round was noted unraveled. Dried blood was noted on the exterior surfaces of the bladder. Some traces of dried blood were noted within the iabc helium pathway. No other visual damage or abnormalities were noted the returned sample. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in the bladder inflation. The results are consistent with the previously confirmed broken central lumen. The iabc was leak tested. A leak was immediately detected from the iabc distal tip and luer end. The leak from the iabc distal tip and luer end are consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the previously noted central lumen break. Some blood noted on the guidewire. The guidewire was front loaded through the iabc luer. The guidewire exited the central lumen and entered the bladder at the location of the previously noted central lumen break. Some blood not-ed on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "leak is found in the center tube" is confirmed. During the investigation, the intraaortic balloon catheter (iabc) central lumen was noted broken in the flex-tip assembly area near the iabc distal tip. The damaged central lumen allowed blood to enter the helium pathway. The iabc bladder was fully intact with no damage noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the com-plaint investigation due to the damaged central lumen. The root cause of the complaint is undeter-mined. A corrective and preventive action has been initiated to further investigate the issue.

Event description:
It was reported "the pump alarm occurs during use, and when the balloon is withdrawn, a leak is found in the center tube". Additional information states that the catheter was removed and not replaced. The patient's current condition is reporte as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the pump alarm occurs during use, and when the balloon is withdrawn, a leak is found in the center tube". Additional information states that the catheter was removed and not replaced. The patient's current condition is reporte as "fine".